Manufacturer narrative:
Evaluation revealed the alleged broken nail to be the primary product. No deviations were found during review of the manufacturing documents (DHR). The reported nail was not returned for evaluation because it is subject of a legal action. Thus, location of nail break and kind of breakage could not be verified. It could not be determined if the nail had been damaged intra-operatively. According to information received nail breakage had occurred in a period of approx. 9 months or less. An exact period was not provided. As no medical records were available it could not be determined if the nail had been placed according to anatomical requirements. It could not be determined if appropriate reduction had been performed neither was it possible to determine the course of bone healing. No information was provided regarding the patient¿s general condition. Potential causes for events resp. Warnings regarding nail breakage are listed in the labelling. Reasons for this events are various and may depend (among others) on the patient¿s general clinical condition. With available information there is no evidence that the event is related to the affected implant. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There were no actions in place related to the reported event for the subject product. No non-conformity was identified. With given information the event was not linked to a deficiency of the device. In case further information is received the investigation will opened to determine the root cause.

Event description:
It was reported by attorney for plaintiff, through a lawsuit, that plaintiff's husband was implanted with a syk intramedullary rod on (B)(6) 2015 in his right hip and right femur after a fall fractured his right hip, which consisted of an intertrochanteric fracture. Plaintiff alleges the hospital and surgeon surgically implanted defective rod in the patient. He underwent emergency remedial surgery to remove the rod after the rod broke. They allege he suffered pain and this contributed to his death on (B)(6) 2016.

Manufacturer narrative:
No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device will not be return.

Event description:
It was reported by attorney for plaintiff, through a lawsuit, that plaintiff's husband was implanted with a syk intramedullary rod on (B)(6) in his right hip and right femur after a fall fractured his right hip, which consisted of an intertrochanteric fracture. Plaintiff alleges the hospital and surgeon surgically implanted defective rod in the patient. He underwent emergency remedial surgery to remove the rod after the rod broke. They allege he suffered pain and this contributed to his death on (B)(6).

Event description:
It was reported by attorney for plaintiff, through a lawsuit, that plaintiff's husband was implanted with a syk intramedullary rod on (B)(6) 2015 in his right hip and right femur after a fall fractured his right hip, which consisted of an intertrochanteric fracture. Plaintiff alleges the hospital and surgeon surgically implanted defective rod in the patient. He underwent emergency remedial surgery to remove the rod after the rod broke. They allege he suffered pain and this contributed to his death on (B)(6) 2016.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence, like x-rays, was provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required currently. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In the case presented it was alleged that a male patient (no data provided) was implanted with above nail on (B)(6) 2015 due to an intertrochanteric fracture in his right hip. He underwent emergency remedial surgery to remove the rod after the rod broke. It was replaced with a total hip on (B)(6) 2015. The plaintiff alleges the patient suffered pain and this contributed to his death on (B)(6) 2016. On april 24, 2024 the operation report was received for the initial surgery and for the revision surgery. X-rays were not provided. From technical aspects no suspicious processes in the treatment were found. From medical point of view the documents should be reviewed and assessed by a native speaking medical expert. This applies specifically for the allegation pain caused the patient¿s death. As no medical records were available it could not be determined if the nail had been placed according to anatomical requirements. It could not be determined if appropriate reduction had been performed neither was it possible to determine the course of bone healing. No information was provided regarding the patient¿s general condition. General aspects from technical point of view: a nail will be subject of a (fatigue) fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e. The implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period (confirmed by scientific analysis about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. Material damage, even if unintentional, will reduce the implant¿s durability in such a way that a breakage is to be expected. Potential causes for events resp. Warnings regarding nail breakage are listed in the labelling. With available information there is no evidence that the event is related to a deficiency of the device. In case further substantive information will be received we reserve the right to update the investigation and change the root cause.